Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 13.2cm to 13.3cm from the distal tip consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location. Another external insulation abrasion was noted at 40.7cm to 41.2cm from the distal tip consistent with lead friction to the device can. The silicone tubing was not abraded in this location. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: please retract the initial report was previously reported as 2017865-2020-04420.